Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Ultimately, the customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer's blood glucose level.